Event description:
It was reported that during a total abdominal hysterectomy procedure, as they were using the device the tissue pad detached from the jaws. There was no piece that fell into the pt. The surgeon used the method of clamp, cut, and tie to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.